Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. The unit was received inoperable due to the reported symptom of a constant door not fully latched message caused by a loose upper link screw. The link screws were replaced.

Event description:
It was reported that a spectrum pump has a constant door not fully latched message. It was also reported there was no pt incident.